Event description:
Manufacturer received a report that a patient experienced an increase in seizure activity above previous efficacy with the vns therapy and that treating physician was unable to communicate with the patient's device. It was also reported that use of the magnet did not initiate magnet mode stimulation. Further follow-up revealed that the physician's programming system was functional and that inability to communicate with the patient's device was due to a problem with the pulse generator. The patient underwent generator replacement surgery. Analysis of the explanted device revealed that the generator battery had reached end of life. An identified component failure (leaky c6 capacitor) is the most likely cause of the premature battery depletion.

Manufacturer narrative:
Although device malfunction did occur, no death, serious injury, or permanent impairment/damage was reported or is likely as a result of this type of event.